Event description:
It was reported that the atrial lead had pulled back. The lead was explanted and replaced. It was also noted that there was infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1458q-86 competitor implantable pacing lead, implanted: unk; cd3265-40q competitor implantable cardioverter d efibrillator (ICD), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.